Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A clinical safety manager reported 2 events for auryon atherectomy catheter 2.0mm - hydrophilic coated: event #1: distal dissection of sfa into p1/p2 ae description: distal dissection sfa, into p1/p2 location, treated with with abbott supera stent post dilated with jade 6.0 balloon event #2: proximal edge dissection- treated with 7.0 x 4 mm absolut pro post dilated with 6.0mm jade.

Manufacturer narrative:
The auryon atherectomy catheter was used correctly, and laser atherectomy succeeded with no malfunction reported. No physical test was performed since the sample wasn't returned, and there's no evidence of device failure. Two vessel dissections (distal sfa into p1/p2 and proximal edge), both type b and stented, were observed after the procedure. The target lesion, about 210 mm long with 100% stenosis in the superficial femoral artery, was treated with multiple passes, energy, balloon dilations, and adjunct therapies like stenting, based on clinician judgment. Reviewing the IFU, vessel injury like dissection is a known risk, with no deviations from the IFU. The events are likely due to procedural vessel trauma from laser atherectomy and balloon angioplasty, related to lesion length and patient factors, not device failure. The DHR was reviewed for the catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Potential complications: as with the use of similar therapies, the following potential complications may occur with the use of this catheter, accessories, and adjunctive therapies (e.g., balloon, stent, etc.). These complications may include but are not limited to: procedural complications: perforation auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4)